Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The medical team experienced difficulty delivering the impella device. The sheath was partially in vessel and the decision was made to remove dilator and exchange wire to perform percutaneous transluminal coronary angioplasty. The physician lost wire access and upon reinserting wire a dissection of the vessel was noted at distal tip of sheath. Impella was properly inserted and angioplasty was performed. Post procedure, the impella was weaned, explanted and site successfully closed with proglides x 2.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The most likely cause of the peripheral vessel vascular damage was use related. H6 component code added. Instructions for use as follows: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings and cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings and cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04917: in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank.